Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "acetabular reconstruction with the medial protrusio technique for complex primary and revision total hip arthroplasties" written by scott m. Eskildsen, md, zenus j. Wilson, md, david c. Mcnabb, md, christopher w. Olcott, md, and daniel j. Del gaizo, md published by the journal of arthroplasty 32 (2017) 3474e3479 published online 26 may 2017 was reviewed. The article's purpose was to analyze results of the largest reported series to date of primary and revision thas using the medial protrusio technique. Data was compiled from 102 patients who underwent tha (both primary and revision - original implants for revision cases not specified) between july 2004 to july 2010 with at least 2 years follow up. It is noted that the study included use of depuy and non-depuy products and does not specify which products are associated with the generalized adverse events. Depuy products utilized: pinnacle cup with poly liners. No identification of femoral components. Article focuses on acetabular components. Adverse events: revision for hematoma requiring irrigation and debridement, revision for stem loosening (no identification of femoral components). No other adverse events.